Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to blank display. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump and carelink software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Unable to verify customer's complaint for failed battery test and possible under delivery anomaly. Cosmetic damage at the reservoir compartment was not confirmed during visual inspection, however, other cosmetic damage was noted. Cosmetic damage was confirmed at the battery compartment. Battery cap damage was not confirmed during testing. Unable to verify customer's complaint for high bg's. Blank display was noted during testing due to a misaligned battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the battery compartment, the reservoir compartment, battery cap of the insulin pump were damaged. The customer also noticed possible under delivery anomaly and replace battery alerts. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.